Manufacturer narrative:
Manufacturing records could not be reviewed as no lot information was provided. Could not confirm if complications described in the article involved the device referenced herein, or competitor's products. Complications described are known risks of the procedure, within typical rates of occurrence.

Event description:
According to the literature, a retrospective study examined 200 consecutive patients referred for cone beam CT bronchoscopic biopsy of peripheral lung lesions between april 2021 and november 2021. The company's catheter were used in the first 85 patients and a competitor device was used in the next 115 patients. The biopsy approach included an extended multimodality approach, including in order the following: fine needle aspirate for 8 passes using the company's pulmonary needle or a competitor needle, cytology brush using the company's cytology brush, transbronchial forceps biopsies were performed using the company's forceps or a competitor device. Postoperative complications included... Bleeding in one patient. The patient with bleeding developed postoperative hypoxemia and required over-night hospitalization. The patient also required topical traxemenic acid and topical epinephrine.